Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump display was blank and received battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using original battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals one-time occurrence of failed batt on (B)(6) 2025 06:23:22.000hour. No additional alarms were recorded. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. In addition, unit alarmed pump error 38 during rewind. In download history review, multiple pump error 38 was recorded on (B)(6) 2025. Pump error 37 was also recorded on (B)(6) 2025 06:21:09.000hour. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, during deconstructive analysis corroded motor home switch and corroded electronic assembly was also noted. Unit received with cracked keypad overlay and scratched case. In conclusion no unexpected failed batt test alarms noted after battery installation and unit powered up successfully. However, unit alarmed pump error 38 during rewind due to corroded motor home switch and corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.